Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
During tha on (B)(6) in 2016, the device broke during the impaction of a marathon liner with it. It was reported that no broken piece was left in the patient¿s body. There was no surgical delay or harm to the patient. Conclusion and justification status: following investigation by bioengineering, notification was received that: ¿from the information provided it was not possible to ascertain if the product failure was due to instrument misuse or due to wear out. No similar trends have been identified to-date.¿ the complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
During tha on (B)(6) 2016, the device broke during the impaction of a marathon liner with it. It was reported that no broken piece was left in the patient's body. There was no surgical delay or harm to the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4)